Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/20/2015 with the following findings: evaluation revealed that investigation revealed that the pump case was cracked near the upper right corner of the display and the battery compartment was cracked. Unrelated to these issues, testing revealed the time and date reset to default settings. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the pump case and battery compartment were cracked. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 07/20/2015.